Event description:
It was reported that pump displayed malfunction code 12 that could not be reset, and customer did not provide information about blood glucose impact. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and return pump using prepaid label within 10 days, which customer understood and acknowledged.